Manufacturer narrative:
On (B)(4) 2011 a bci field service engineer (fse) replaced the noisy cartridge chemistry reagent syringe drive and 4-way hamilton a/b valve. As of (B)(4) 2011, no further issues were noted.

Event description:
A customer contacted beckman coulter inc. (Bci) to report cuvette failed water blank and both reagent probes leaked. The customer was wearing ppe. No injury was reported.